Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the latch assembly was defective. The field service engineer removed the drawer, replaced the intel latch assembly, and reconnected the connections to address the problem. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer encountered a failure and unable to recover. The customer reported that the malfunction arose while customer tried to pull medication for the patient, resulted delay in dispensing process. There were no adverse events or injuries reported based on this incident.